Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-00012; reference MFR. Report: 1627487-2016-00097. The patient has two leads implanted. Per the manufacturer's database, there are three leads listed, one of which was explanted in (B)(6) (reference MFR. Report: 1627487-2015-10093). As it is unknown which two leads remain implanted, all three leads are being reported. It was reported the patient experienced auto-reduction (date of event unknown). Diagnostics indicated multiple high impedance contacts on one of the leads. Subsequently, surgical intervention was undertaken to explant and replace the affected lead. The patient was reportedly doing well post surgery.

Manufacturer narrative:
Since it is unknown which of the three leads was returned, all three devices will be reported with the product returned date and the evaluation results.

Event description:
Device 1 of 3.